Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a ureteroscopy, the laser fiber broke twice (brand new fiber). This breakage damaged the flexible ureteroscope, rendering it unusable. No negative impact in state of health reported.